Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the keypad was damaged and the particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2020-01-08. Corrected h4 manufacture date: 2020-01-10. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 4th july, 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the keypad was damaged and the particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 4th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. The received customer allegation regarded a non-reportable issue. On 1st august, 2022, service technician arrived on site and noticed that the keypad was damaged and the particles were missing. There was no injury reported, however we decided to report the issue in abundance of caution as seal falling off into sterile field or during procedure may cause contamination.

Event description:
On 4th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. The received customer allegation regarded a non-reportable issue. On 1st august, 2022, service technician arrived on site and noticed that the keypad was damaged and the particles were missing. There was no injury reported, however we decided to report the issue in abundance of caution as seal falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2022-00312) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00260). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2022-00260).

Event description:
On 28th june, 2022, getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the keypad was damaged resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.